Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a enteral feeding procedure. According to the complainant, after placement, the raised dot of the right angle feeding tube was found to be detached and the tube could not be connected to the button. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is undetermined. A visual examination of the returned device found the tab of the right angle connector has been sheared off. The right angle set tab will break off if the right angle set is forced past the positive stop within the locking mechanism. The root cause of the reported malfunction is undetermined; however, it is most likely attributable to operational context.